Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys syphilis assay on a cobas e801 module when compared to 2 different laboratories. On (B)(6) 2024: the sample was initially tested in another laboratory and the result was reactive. On (B)(6) 2024: the sample was re-tested at the customer's site and the result was 0.0732 coi and considered non-reactive. No questionable result was reported outside the laboratory as the customer questioned the result. On (B)(6) 2024: the sample was repeated in another hospital and the result was reactive.

Manufacturer narrative:
The syphilis reagent expiration date was not provided. The e801 module serial number was (B)(6). The customer requested for the sample to be investigated. The calibration was last performed on (B)(6) 2024 and it was within expected ranges. The qc was within range on the day of the event. The provided data showed that the gear pump head was due for replacement. The investigation is ongoing.

Manufacturer narrative:
One sample was received for investigation on 24-jan-2025. The investigation results were: elecsys syphilis: 0.0841 coi (considered as non-reactive). Tpla: 0 tu (accompanied by a data flag and considered as non-reactive). Single antigen analysis: non-reactive. Inno-lia blot: indeterminate. Rpr2: 0 ru (accompanied by a data flag and considered as non-reactive). The non-reactive result was confirmed by testing with the elecsys syphilis immunoassay. In addition, the non-reactive result was further confirmed by supplemental testing with an additional treponemal assay (tpla2) and a non-treponemal assay (rpr2), as well as by investigational single antigen analysis. The result of the inno-lia confirmation assay was indeterminate. The investigation did not identify a product problem. The investigation did not show confirmed serological evidence for a recent, active, treated and/or past syphilis infection. The sample is considered to be negative for antibodies to treponema pallidum.